Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device did not identify any damages or defects. Wire insertion test was performed using the returned rotawire. During testing, the returned wire was able to be removed with resistance but was not able to be reinserted due to a kink in the wire. In order to confirm the functionality of the rotapro device, further functional testing was completed with a test rotawire. The wire was able to be inserted into the burr and advanced through the advancer with no resistance or issues.

Event description:
It was reported that the rotaburr was stuck with the rotawire. The 90% stenosed target lesion as located in the mildly tortuous and severely calcified artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, the burr got stuck with the rotawire. The devices were removed together as one unit outside patient. The procedure was completed with another of the same device. There were no complications, and patient was in good condition after the procedure.

Event description:
It was reported that the rotaburr was stuck with the rotawire. The 90% stenosed target lesion as located in the mildly tortuous and severely calcified artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, the burr got stuck with the rotawire. The devices were removed together as one unit outside patient. The procedure was completed with another of the same device. There were no complications, and patient was in good condition after the procedure.